Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the tibioperoneal trunk. The 4.0mm x 40mm x 150cm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion without issue. During the first inflation, to 6 atmospheres, the balloon ruptured. A same size armada 18 was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.